Event description:
This report summarizes 11 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 11 of 11 devices were returned for evaluation. Evaluation of 10 devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of 1 device found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.